Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. This type of probe damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise,various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage,deformation,exposure of metal,and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, after several activations the jaw broke off the device and fell into the patient. The device fragment was retrieved using suction. The intended procedure was completed with a similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and in writing but with no result.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device, to provide the device manufacture date and to provide the device evaluation results. The referenced device was returned to olympus for evaluation. A visual and microscopic inspection confirmed that the probe was broken off. The broken probe portion measured approximately 14mm in length from the distal end. Additionally, the device failed the probe check and error code u509 was displayed.